Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e801 module. The initial result from the primary tube (serum sample) was 197 iu/l. This result was reported outside of the laboratory where it was questioned by the patient, as she is not sexually active. On (B)(6) 2022 the primary tube (serum sample) was repeated with a result of 206 iu/l. The customer repeated a lithium/heparin tube sample that was collected at the same time as the primary tube and the result was 0.200 iu/l with a data flag. On (B)(6) 2022 a new serum sample was obtained and the result was 0.233 iu/l with a data flag. An additional hcg + b result of 199 iu/l was provided with a date of (B)(6) 2022. It is not clear how this result relates to this event. Clarification was requested but has not been provided. The hcg + b reagent lot number was 51385101. The expiration date was not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
Clarification was received that the additional hcg + b result of 199 iu/l from(B)(6)-2022 was a repeat of the original sample. Calibration was last performed on 27-nov-2021 and was acceptable. Qc was acceptable. There is no indication of a performance issue for the reagent or the instrument. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.